Manufacturer narrative:
G4: 31jul2020. B4: 31jul2020. The customer replaced the power switch overlay, which resolved the problem. The unit passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported a check ventilator alarm with an error code that indicated an alarm light emitting diode (led) failure. There was no patient involvement. The device was being prepared for patient use, but it was immediately swapped for another device. There was no delay to patient care, and the patient's status was not impacted. The remote service engineer recommended first replacing the power switch overlay. If that did no resolve the problem, the remote service engineer advised the customer to replace the power management board.